Manufacturer narrative:
The insulin pump passed displacement test, off no power test, self-test, rewind and error test. The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. We were unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device had a prime anomaly. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.